Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery loss. Customer's blood glucose value was unknown. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery cap is not loose, cracked or damaged. The customer also states that this is the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted with troubleshooting. Device will be return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing.